Manufacturer narrative:
Procode: fad stent, ureteral.

Event description:
According to the initial reporter, the physician attempted a bi-lateral rms stent exchange but was unable to remove either stent. It was further reported that the procedure was held a pcnl was performed to remove the resonance metallic stents (g34111) that were unable to be retrieved during the bi-lateral stent exchange.